Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to a safety assert system fault and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the failed to complete its internal self-test and could not confirm the sf188. The software was upgraded to address the failed to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the sf188 was contamination on the device main circuit board (pcba) and the root cause of the failed to complete its internal self-test was an isolated component failure within the non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).